Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event.

Event description:
Same case as: 6000093-2007-01150. It was reported that post a coronary drug eluting stenting treatment procedure, a stent thrombosis occurred. The severely stenosed lesion being treated was located in the left anterior descending (lad) artery. The lesion was predilated with a 2.5 mm maverick balloon. The physician placed a 2.50x24mm taxus express2 mm drug eluting stent, distal, and a 2.75x32mm taxus express2 drug eluting stent, proximal. The 2 taxus stents were deployed at 9 atms. The stents were distally post-dilated to 12-18 atms with a 2.75 mm quantum balloon. Very good results were obtained. Moderate plaque and diffuse distal narrowing remained. Medications given: integrilin and heparin. Two years and 8 months post the initial procedure, the patient presented with an acute myocardial infarction. The pt was treated with angiojet and a 3.00x20mm liberte bare metal stent was placed in the area before the first stent, overlapping into the first taxus stent. The pt is taking aspirin and plavix. No pt complications were reported. Pt status reported as "good".